Manufacturer narrative:
Correction: a new device was not implanted as previously reported. This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(4) 2014. This report is filed (B)(4) 2014. Device is currently unavailable.

Event description:
Per the clinic, the patient reports pain and swelling at the implant site and subsequently discontinued use of the device. The implanted device remains.